Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, intuitive surgical (is) clinical sales representative (csr) called technical support in on behalf of customer due to a language barrier. One disc on the patient side manipulator (psm) 2 was not turning after seating sterile adapter (sa). The customer has replaced the sa and restarted system, but the problem persisted. The technical support engineer (tse) guided the caller to check the spring plungers and rotating discs on the affected psm by pressing e-stop first, remove sa, press lightly on each plunger and also on engagement discs. The csr would inform the customer and call back as soon as they have completed these steps. The csr called back and informed all previously communicated troubleshooting steps had been performed but the fault persists. The operation room (or) staff could move 3 of 4 discs on psm2 freely after pressing e stop, but the 4th disc moved with resistance and made a grinding noise when manually rotated. The or staff reinstalled the sa and restarted the system, but the fault persisted. The users decided not to use the system for scheduled procedures in current condition and tomorrow's procedures was cancelled. The procedure was completing as planned with no reported injury. The tse was contacted and provided the following information: the issue was identified prior to starting ¿ post anesthesia. The customer disabled one arm to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed the issue was identified during the procedure while ports were placed. The system functionally was checked upon powering the system and there were no errors in the beginning. To continue, the customer informed that at first, they had taken the instrument off arm 2 and checked that instrument seemed to be ok and tried again, but it didn't work (endo wrist function). The second step was to change instrument, but the same problem continued with the new instrument. Third step was to check the instrument arm drape - it seemed to be okay. Fourth step was to change a new instrument arm drape, and at this point the customer noticed that one of the rolls didn't move around as it should. Then they called the intuitive representative who advised to restart the system, and the customer did with no resolve. Arm 2 didn't work as it should, and it was impossible to continue with arm 2. The procedure wasn't completed with 3 arms. The customer turned instrument arm 3 around the patient cart to replace instrument arm 2 and completed the procedure with 2 arms (arm 1 and arm 3). The procedure delayed approx. 30 minutes during trouble shooting and re-starting the system.

Manufacturer narrative:
Based on the claim against the product by the customer noting psm issue, an investigation was completed to determine the cause of this reported event. The field service engineer (fse) contacted the customer and was told that axis 4 disc did not turn at all. On customer site axis 4 moving totally freely, because wire was come off motor shaft. The cable was loose and impossible to repair. The fse was dispatched to the customer site to further investigate the reported event and replaced the psm when the part came back in stock to resolve the issue. The system was tested and verified as ready for use. Isi has not received the da vinci product involved with this complaint to perform failure analysis. A follow-up MDR will be submitted if additional information is obtained. The complaint regarding the psm issue was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. A log review confirmed the benign hysterectomy procedure on (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: a psm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 assembly involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the returned unit confirmed the customer reported issue (physical damage along axis 4) during visual inspection. The probable root cause of the reported problem was attributed to component failure.

Event description:
Refer to h10/h11 for follow-up information.